Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely on the 5th day of wear. As a result, the customer was unable to obtain sensor scans and experienced symptoms of hypoglycemia and loss of consciousness. The customer further reported being able to self-treat with a drink and no further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely on the 5th day of wear. As a result, the customer was unable to obtain sensor scans and experienced symptoms of hypoglycemia and loss of consciousness. The customer further reported being able to self-treat with a drink and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.